Event description:
This report is for 1 unknown drill bit where it was reported by the user facility on medwatch (B)(4) that the drill bit tip broke off in the patient during a surgical procedure. The object was not in a place of harm to the patient, so it was left in place by the surgeon. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for 1 unknown drill bit. Device is an instrument and is not implanted/explanted. The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device was not returned and no part number or lot number was provided. Placeholder.